Event description:
It was reported that the echocardiogram revealed the patient's cardiac resynchronization therapy defibrillator (crt-d) leads had possible vegetation/mobile mass. Blood cultures were sent in for evaluation and the patient was treated with antibiotics. It was found later that the blood cultures taken were negative. The echocardiogram performed three weeks later continued to show possible vegetation/mobile mass in the ra. Approximately eight weeks later, a repeat echocardiogram showed no evidence of any vegetation/mobile mass on the leads. The patient's crt-d leads remain in use. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.